Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a unilateral adrenalectomy procedure, the balloon would not inflate. It could inflate without a scope, however, it could not inflate when a scope was inserted. The device was discarded and the procedure was completed with another device. The event occurred in use for patient. The status of the patient is no problem.